Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump displayed a restart alert 38 indicating a motor stall, and the customer experienced repeated restarts; during troubleshooting, disconnecting from the site and attempting to fill tubing produced an unable to proceed message, while a dry run without the cartridge proceeded normally, after which the pump was restarted and the customer was advised to change supplies. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not impacted. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with a stalled motor. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.